Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured.

Event description:
It was reported that an unspecified bd¿ luer lock product are pulling apart at the connection. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Date of event: (B)(6) 2018. Medical device catalog #: 381434. Event attributed to: life threatening. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had a defective luer lock which lead to disconnection. Furthermore the disconnection led to an interruption in medication being administered during anesthesia causing the patient to become conscious.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had a defective luer lock which lead to disconnection. Furthermore the disconnection led to an interruption in medication being administered during anesthesia causing the patient to become conscious.

Manufacturer narrative:
Event attributed to: corrected to "life threatening". This event has the potential to be life threatening. Describe event or problem: re-written to include further information about the event. Type of reportable events: corrected to "serious injury".

Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unable to determine a root cause.

Event description:
It was reported that an unspecified bd¿ luer lock product are pulling apart at the connection. There was no report of exposure, serious injury or medical intervention.